Event description:
It was reported that there was a rate discrepancy during infusion. There was no report of patient impact.

Manufacturer narrative:
Correction and additional information: d.11 the customer reported event that a rate discrepancy occurred during an infusion could not be confirmed or replicated in this investigation. ¿ no conclusion could be drawn through log review regarding the user¿s reported experienced that a rate discrepancy occurred during an infusion. No incident date or intended rate was provided by the customer. O drug ID 205 was programmed to infuse at the rate of 4.8 ml/h with the vtbi of 2.4 ml. The calculated duration for this infusion was 30 minutes. Log review confirms that this infusion was completed in 30 minutes (syringe empty). O drug ID 115 was programmed to infuse at the rate of 4.2 ml/h with the vtbi of 0.6667 ml. The calculated duration for this infusion was 20 minutes. Log review confirms that 20 minutes after the infusion started, near end of infusion began, but the infusion was terminated before completion. O the total volume infused during this time period was recorded to be 3.2764 ml. ¿ asm testing confirmed that the syringe module¿s accuracy was within specifications. ¿ the internal inspection performed on the syringe modules found no irregularities. The root cause of the customer reported event that a rate discrepancy occurred during an infusion could not be identified in this investigation. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 20jun2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 31aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a rate discrepancy during infusion. There was no report of patient impact.